Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the patient line of a home pd system kaguya set and a transfer set; further described as "tube in my stomach was detached". This occurred during use of the devices for peritoneal dialysis therapy. Renal therapy services assisted with ending the therapy session. There was no report of patient injury or medical intervention associated with this event. No additional information is available.